Event description:
It was reported that a detached or missing sensor wire occurred. G7 wearable and applicator were evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. Applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor in the arm. After the warm-up period, the sensor failed and was removed. Upon removal, the patient observed that the sensor wire was missing from the wearable device. The patient reported no symptoms at the insertion site but elected to visit the emergency department (ed) to confirm that the wire was not retained under the skin. In the ed, both ultrasound and x-ray imaging confirmed that no sensor wire remained in the tissue. Despite these findings, the attending physician proceeded with exploratory surgery. Local anesthesia was administered, and a small incision was made at the sensor puncture site; however, the wire was not located. Details regarding the anesthetic used and the method of incision closure were not documented. The patient was discharged in stable condition approximately two hours later. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.